Manufacturer narrative:
Updated fields: b4, b7, d4, g3, g6, h2, h6(type of investigation, investigation findings, investigation, conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. Two kinks were found on the inner lumen within the membrane approximately 18cm and 19.8cm from iab tip. The technician attempted to flush the inner lumen and was unable to do so due to the kinked location on the inner lumen. The condition of the iab as received indicated kinks on the inner lumen. We are unable to determine when the kinks may have occurred. Kinks in the inner lumen can cause difficulty flushing the inner lumen. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported during use that the transray plus 35cc intra aortic balloon (iab) had balloon catheter suction and inner lumen flushing was not possible. There were no patient harm or injury was reported.